Event description:
It was reported that balloon rupture occurred. The target lesion was in a moderately calcified vessel. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 6atm and was removed without any problem from the patient's body. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Solidified blood and media were present within the balloon. The device was placed in the water bath to soften the media. Once the device was removed from the bath, it was attached to an encore inflation unit and positive pressure was applied. However, the balloon was unable to be inflated due to the condition of the device hypotube. A microscopic examination of the balloon material located a balloon pinhole at 1 mm proximal to the distal marker band. A visual and tactile examination found no kinks or damage to the hypotube of the device. However solidified blood and media was present in the hypotube. The marker bands, tip and blades of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was in a moderately calcified vessel. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 6atm and was removed without any problem from the patient's body. The procedure was completed with a different device. There were no patient complications reported.